Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on 2017-10-11 reported that their ins recharger antenna was damaged and that they were getting a reposition antenna screen and so were unable to charge the ins. While trying to reposition the antenna the insr screen goes dark and then light and then the reposition antenna screen persists. The patient last had stimulation and successfully recharged was 2-3 weeks prior to the report. A new antenna was sent to the patient who was advised to follow-up with their hcp if the issue did not resolve. The patient received the replacement antenna but was still getting the reposition antenna screen and their patient programmer was showing a poor communication message. It was reviewed that the ins could be in over-discharge and that the patient would need a physician mode reset. The patient was planning on meeting with an hcp and a rep on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for joint pain/arthritis. It was reported the stimulator had stopped working and the patient saw an error code on the recharger. The patient saw a thermometer symbol on the recharger and then he saw a ¿call your doctor¿ screen but did not know the accompanying error code. The patient stated the implant was not charging and was not turning on or off. The patient stated she was a little scared that there was something in his body that wasn¿t working, causing the error code. The patient was redirected to their healthcare provider (hcp). Troubleshooting could not be performed due to lack of access to the patient programmer or recharger. No patient symptoms were reported. The indication for implant was joint pain/arthritis.